Event description:
Spontaneous call from pt's mom to report pump stopped working in the middle of the infusion and yesterday it was going too fast, skipping stages. Nurse was able to finish the infusion. Pump was working fine previous times. No adverse effects noted. Advised we will send a new pump and program with the same rates as before. Pump is being returned and replaced. No other info known. Reported to (B)(6) by pt/caregiver.